Event description:
I had the essure procedure done in 2009 and have had pelvic pain and pressure since day one. Heavy, awful periods. Been diagnosed with fibro with a positive ana of lupus and of right now my body is a mystery to my "rhem" because my labs show lupus but my symptoms show fibromyalgia. He's continuing to screen me every 2 months for the lupus. I've also been diagnosed with bipolar and severe anxiety, which I do believe the anxiety part because it is pretty bad but I do believe all of this is related to the essure seeing as I've never had these problems mentally or lupus/fibro until 2012. Being in pain everyday is awful. I have appointment with a gyn and requesting either the tubes with the coils removed or a full hysterectomy hoping they can at least leave my ovaries. Also have gastro issues on top of everything else. My body is literally falling apart.